Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not confirm initial allegation of high shock impedance measurements.

Manufacturer narrative:
This ICD was successfully replaced, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed shock impedance measurements of great than 125 ohms, and reached elective replacement indicator (eri). The decision was made to replace this ICD. The associated right ventricular (rv) lead was connected to the new device, and all measurements were within normal range. No lead revision was needed. There were no adverse patient effects reported.

Event description:
----